Event description:
It was reported that a por (power on reset) condition occurred. It was reported that the caller was charging more than expected. It was reported that the patient stated he had 8 bars when recharging and the last quarter was taking 2-3 hours to complete. It was reported that the 2nd quarter went quickly. It was noted that the caller had not yet read the implantable neurostimulator (ins). It was reported that the patient told the caller that he had a por message on his patient programmer and he cleared it himself. It was noted that the recharge statistics had indicated that most of the patient¿s previous 6 recharge sessions were <(><<)>40 minutes, and not 2-3 hours as reported. It was reported that the caller was unaware of previous overdischarge. Additional information received reported that the caller was not able to adjust stimulation. It was reported that the display on the patient programmer showed ¿call your doctor¿ and it was noted that the por condition (error code 0400) was still seen on the programmer. It was stated that the por was cleared today and on (B)(6) 2014. It was noted that the code from (B)(6) had not been captured. It was reported that the patient was doing fine after today¿s appointment. It was stated that it was unknown at this time as to the potential cause for the por.

Event description:
Follow up information reported that the patient was ¿doing good¿ and no further pors had been reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).